Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty display, and the caller was inquiring about whether or not they could send it in for repair. The caller was informed that the epg will no longer be serviced due to being older than five years of age. The epg was removed from service as a result. There was no patient involvement.